Manufacturer narrative:
Insulin pump was received with detached end cap. Unable to confirm compromised forced sensor system alarm or perform the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to end cap anomaly. Insulin pump had loose/protruded drive support disk.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer received with compromised force sensor system alert. The blood glucose was 80 mg/dl at the time of the incident. The drive support cap appears normal. Customer advised to discontinue use of the pump and revert to back up plan. The insulin pump will be returned for analysis.